Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had delivery anomaly. Customer's blood glucose was 230 mg/dl. The customer feels pump may not be delivering insulin properly especially basal. After the troubleshooting was done, customer was advised that pump is functioning as designed. The customer was advised that we are sending tubing clamps for troubleshooting high pressure test. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose was 230 mg/dl. The customer was treated with pen. The troubleshooting was performed and customer was advised to change entire set, reservoir and insulin and treat. The customer was advised to monitor blood glucose. The customer reported via phone call indicating that he had no delivery alarm. Customer's blood glucose was 209 mg/dl. The customer reported the alarm was resolved by a complete set change. The customer was advised to call when the alarms occurs.